Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose level. The customer's blood glucose level was over 500 mg/dl. The customer treated with insulin pump and manual injections. Drive support cap was damaged. The insulin pump will returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, pump alarmed compromised forced sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime test, and excessive no delivery test due to compromised forced sensor system alarm. Additional information has been received which was not included with the initial report. The information has been provided with this report.